Event description:
Customer reports their adc device was "hot" and visible fire was observed. Customer further reports their device is slightly melted. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks on casing was observed. The customer did not return the adaptor and usb cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) using a microscope and significant scorching on the reader's exterior was observed. The device's usb port was observed to be severely burnt and the scorch marks were also present on the crystal oscillator. A swollen battery was observed indicating critical damage done to the battery. Unable to conduct a power consumption test of the reader due to the overall damage inflicted. The extent of the fire damage on the reader's casing was destructive and appeared to be caused by the customer. The conclusion is supported by an assessment performed by an investigation to evaluate the robustness and safety of fs libre 1 and 2 reader systems to risk of fire and explosion. Therefore, this issue is not confirmed due to user error. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
Customer reports their adc device was "hot" and visible fire was observed. Customer further reports their device is slightly melted. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c. Adc field action (B)(4) was issued to the us 09feb23.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.